Event description:
Revision surgery - the pt was treated for an infection of a previous, tornier, total shoulder arthroplasty in (B)(6) 2013. At that time, our turon was used to form an antibiotic spacer. The pt was subsequently revised to our reverse shoulder prosthesis after the infection cleared.

Manufacturer narrative:
The reason for the revision surgery on (B)(6) 2014 was to treat the patients infection. The original surgery was done with a competitors product and the surgery date is unknown, the first surgery of the two stage process to alleviate the infection occurred on (B)(6) 2013 and this the second stage occurred on (B)(6) 2014. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the sterilization records show that the reported devices went through an adequate 25-40 kgy gamma radiation sterilization dose and were within their expiration dates at the time of the first stage surgery on (B)(6) 2013. A review of the product complaint report (pcr) database records show that the reported component used in the previous surgery met sterilization, design, and manufacturing requirements. There were no findings during this investigation that indicate that the reported device was the source/root cause or had a direct connection with the patient's infection. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.